Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited intermittent pacing failure and a threshold increase. The patient was "feeling sick" and was rushed to the emergency department for evaluation. The lead was initially reprogrammed, then capped and not replaced. No further patient complications have been reported as a result of this event.